Event description:
Resident was reclined in a geri-chair, when the certified nurse aid (cna) adjusted the geri-chair to sit the resident in an upright position. Cna noticed a grimace on the resident's face and repositioned to the reclining position. Cna investigated the resident's reaction to find the resident's arm (right) had fallen between the seat and side of the arm rest of the chair. When removing the right hand from beneath the bottom of the geri-chair, cna found the 3rd and 4th digits of the right hand had been cut, nail of 3rd digit peeled back and the tip of the 4th digit amputated. The tip of the 4th digit was found under the geri-chair and was placed in ice and transferred with resident to the hosp. Reattachment was not successful.